Manufacturer narrative:
Qn #: (B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number of the reported product code was not provided. Teleflex will continue to monitor and trend related events.

Event description:
During a case where he was using the capio and monodek suture, the doctor had issues firing the capio through the sacrospinous ligament. He tried to deploy the capio to tread the monodek suture, but it could not penetrate the ligament in full. In total, the doctor had to use 3 capios and 10 monodek to get a successful deployment. The doctor has been using the capio for around 15 years and had no issues. He has used capio since and had no issues. During the procedure, the doctor said that the metal tip on the end of the monodek separated from the suture whilst inside the ligament. He was unable to retrieve the monodek point and it remained in the patient.